Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was "not alerting as is used to." There was no reported impact to customer¿s blood glucose. The customer continued to use the pump for insulin therapy. Customer declined troubleshooting with tandem technical support and declined to provide further information.